Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Reported experience: unable to attach the clip applier to the exchange sheath. Time of reported experience: before vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, there was difficulty accessing the arteriotomy site with the exchange sheath due to the pre-existing aneurysm, distal to the femoral artery access site. After inserting the exchange sheath into the right common femoral artery, the clip applier would not attach to the exchange sheath hub. The exchange sheath was removed from the patient anatomy and hemostasis was achieved using manual compression. There were no reported patient adverse effects. No additional information was provided.